Event description:
It was reported the pt had the device replaced due to shooting pain and shocking in the pocket when the device was on. The pt recovered without sequela.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.